Manufacturer narrative:
Per additional information obtained, there was no deviation from IFU in reprocessing steps for the location where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): detection method is described in cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside of the jet-channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.